Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted with allegation of premature battery depletion. This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a green reload loaded on the device. In addition, a blue reload was received. The reloads were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.received the following response on 4/13/2010:the retaining pin was fully engagedthere was no issue closing the devicethe device was fully closed before firingthe procedure was low anterior resectionthe pre op diagnosis was rectal carcinomathe colostomy is permanentthe patient is a bit depressed but doing satisfactorily post op otherwiseit is a male patient (B) (6)(B) (6).requested the following information on 4/13/2010:(B) (6)received the following response on 4/14/2010:they did not have a second instrument. The doctor should have notified us at the same time to get a replacement. The hospital does not stock the instrument so the patient had to buy from the distributor office.

Event description:
It was reported that during an unknown procedure, it is unknown as to what happened when using the device. It is unknown as to what was used to complete the procedure. No additional information is available. Received the following information on 3/24/2010:surgeon placed the device, readjusted below tumor 3 times then fired, stapler did not fired, replaced cartridge and tried to fire again but the device did not fire. Patient then had a anterior resection and colostomy.requested the information on 3/25/2010:(B) (6).